Event description:
A depuy spine screw broke during tightening. Situation resulted in a 1-hour extension to the case. There was no pt injury reported as a result of this situation. Due to the delay an MDR is being filed to document this event.